Manufacturer narrative:
Investigation summary: ppae(ventricular tachycardia): the root cause of the injury was not determined due to insufficient clinical details.

Event description:
A 63-year-old female with history of coronary artery disease, ischemic cardiomyopathy, hyperlipidemia and chronic kidney disease as well as multiple myeloma presented for elective evaluation with decompensated heart. On (B)(6) there was insertion of impella 5.5 via right axillary artery as bridge to lvad without incident. On (B)(6) it was noted that the patient was cardioverted for supraventricular tachycardia. On (B)(6)transition to durable lvad with explant imp 5.5 without incident

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.